Manufacturer narrative:
Concomitant medical products: product ID: 9733686, software version: 2.1.0 . A manufacturer representative went to the site to test the equipment. The system passed checkout in all categories and was performing as intended. (B)(4). A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the stealth system unexpectedly shut down while the site was adjusting the camera. The site was able to reboot and continue with the case. There was a surgical delay of less than one hour. There was no impact on patient outcome. (B)(6) 2019 (rep) new information received: surgeon's name was provided